Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported patient's ipg had reached end of life. It was unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.